Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The technical service representative (tsr) explained to the home patient (hp) that air has entered the set up. The tsr had the hp recycle the power and then se 2367 alarm occurred (see comment in activity section). The tsr advised the hp to start over again using new supplies or do a manual exchange. The tsr had the hp closed all of the clamps and recycle the power to press go to start. The tsr advised the hp to inform the peritoneal dialysis nurse of the system error. The hp would complete therapy with manuals. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is confirmed and the assignable cause is patient disconnected without following emergency disconnect procedure. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).